Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor, which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.

Event description:
The wife of a male pt contacted lifecor customer support to report that they have been receiving many "adjust belt" and "check belt-see manual" messages. Support confirmed the garment fits securely and that the ECG electrodes were touching the skin. Pt could not download due to a storm temporary knocking out the server. Support sent the pt a replacement electrode belt. Support contacted the pt in 2007. The pt stated that there were no more alarms after he changed the electrode belt.